Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high and low blood glucose since the settings on his insulin pump were changed. The caller stated was low all day long and he has been eating and treating, but the glucose level did not increase. The blood glucose reading was 76mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the customer was not admitted as an inpatient for medical treatment. Reviewed the priming technique and it was correct. Reviewed the programming and found that the reservoir was showing more insulin than what was showing on the status screen. The spouse mentioned that the customer would have a chemical stress test next week and asked if he can wear the device while having the test. Advised the caller to disconnect from the insulin pump during the procedure to be safe. No further information was provided.